Event description:
A hospital in (B)(6) reported that there was water leakage from the bottom of three mr290 autofeed humidification chambers. No patient consequence was reported. However the hospital is unable to confirm if the incident was during setup or patient use.

Event description:
A hospital in the (B)(6) reported that there was water leakage from the bottom of three mr290 autofeed humidification chambers. No patient consequence was reported. However the hospital is unable to confirm if the incident was during setup or patient use.

Manufacturer narrative:
(B)(4).device manufacturer date:lot 110527 - 05/27/2011.lot 110623 - 06/23/2011.the complaint devices are currently en route to fisher & pakel healthcare, (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Device manufacturer date: lot 110527 - 05/27/2011; lot 110623 - 06/23/2011. Method: two of the three complaint chambers were returned for evaluation, one with lot number 110527 and the other with lot number 110623. Both returned complaint chambers were visually inspected. Results: the visual inspection of the returned complaint chamber with lot number 110623 revealed a crack a long the base and at the baffle of the chamber dome. Dents were also observed on the base of the complaint chamber, which appeared to be as a result of impact damage. The visual inspection of the returned complaint chamber with lot number 110527 revealed a crack from the base and up towards the water level line of the chamber dome. A lot check revealed no other complaints of this nature for lot number 110527. A lot check revealed no other complaints of this nature for lot number 110623. Conclusion: we are unable to determine the root cause of the cracks on the chamber domes of the two returned complaint chambers. However, it is likely that the chambers cracked during use as a result of the stresses imposed on the dome from the impact damage. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).